Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, including the device (if available and returned), pictures, videos, event descriptions, and any additional field information, arthrex concluded that the cause of the reported failure was a user error due to improper surgical technique. The complaint allegation was not confirmed. The device was not received for evaluation, and the customer¿s attached picture does not provide evidence of the failure.

Event description:
On 01/25/2024, it was reported by a sales representative via e-mail that an ar-3636 knotless 1.8 fibertak® soft anchors 3rd implant came out of the loop. This occurred during a case on (B)(6) 2024 when the 3rd knotless fibertak implant was drilled and passed the suture the same as the previous two. Most likely when passing the suture, the suture possibly came out of the loop end.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.